Event description:
A caller reported that the quick bolus/wake button on their pump was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support, removed the pump from its case, and followed guidance to press the button correctly, but the issue persisted. Technical support arranged to send the customer a replacement pump, provided instructions for both using and returning the faulty pump, and confirmed the shipping details for delivery.